Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported the remaining time on dialysis (rtd) and ultrafiltration (uf) time were not counting down and the uf was not removing fluid as much as it should have. A mock treatment was performed and the issue was not able to be replicated. There was patient involvement, but no harm, or adverse event associated with the event. Additional information was requested but was not received to date.

Event description:
A user facility reported the remaining time on dialysis (rtd) and ultrafiltration (uf) time were not counting down and the uf was not removing fluid as much as it should have. A mock treatment was performed and the issue was not able to be replicated. There was patient involvement, but no harm, or adverse event associated with the event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.